Event description:
Customer reported a hospitalization due to low blood glucose. Customer also received a sensor error. Customer was exposed to x-ray at the dental office. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.